Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon and was returned for analysis without the stent delivery system (sds). A visual examination of the stent found the stent damaged across its entire length with struts distorted, lifted from the stent profile and stretched. The returned stent protector internal diameter(ID) was measured and is within specification. As the delivery system was not returned with the stent, an individual assessment of the catheter could not be performed. The damage most likely occurred due to handling during removal of the stent protector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment outside the patient occurred. During preparation, a 3.00x20mm synergy¿ drug-eluting stent was selected to treat the lesion. During preparation, when the stent protector was removed, the stent was dislodged. The procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.  (B)(4).

Event description:
It was reported that stent dislodgment outside the patient occurred. During preparation, a 3.00x20mm synergy¿ drug-eluting stent was selected to treat the lesion. During preparation, when the stent protector was removed, the stent was dislodged. The procedure was completed with a non-bsc stent. No patient complications were reported.